Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was dropped, the ilet connect component was broken with visible insulin leakage at the connector area, and insulin delivery was interrupted until the connect was replaced about an hour later, after which delivery resumed and glucose stabilized. Symptoms included hyperglycemia with a reported peak blood glucose of 346 mg/dl. Outcomes included transient hyperglycemia without hospitalization, medical intervention, or use of backup therapy, with monitoring and troubleshooting guidance provided. Investigation included troubleshooting and education. Investigation of this case revealed external damage to the ilet connect consistent with a user-handling event that interrupted insulin delivery, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.